Event description:
It was reported that a customer experienced a cartridge alarm 20 on their insulin pump, and despite attempts, they could not successfully load a cartridge to resume insulin therapy. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided instructions for returning the defective pump. The customer, who did not have backup therapy available, acknowledged the receipt of a replacement pump with updated software and accepted guidance on programming settings and connecting their cgm to the new device.